Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h6, h11. The device was not returned to olympus for inspection however the reported failure was confirmed based on the information provided by the customer and the field service. In addition, the following reportable malfunctions were identified during the device evaluation: the main switch was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction power switch blocked was due to damage to the main switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had its power switched blocked during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.